Event description:
Irrigation and debridement of the knee was performed for unk reasons. During the procedure, the femoral was found to be loose at the cement/implant interface. The femur was recemented back into place.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Info provided in the initial report indicates that trauma from a fall may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.